Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 417 mg/dl at the time of the incident and was assisted with delivering a bolus with the insulin pump. The customer stated that they just got out of the hospital. The customer reported that they had taken the blood sugar 3 times and they did not know what to do with the numbers. The customer stated that they did not have the insulin pump on the entire time they were in the hospital and this was the first they were connecting back to the insulin pump. Hence, the customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.